Event description:
It was reported that indicated battery charge on pump dropped by about 35% in short time and reached 5%, but battery level did not continue to decrease while connected to power and pump did not shut down unexpectedly. There was no reported impact to the customer¿s blood glucose level. Issue was attributed to battery gauge fluctuation in older pump software, and technical support instructed caller to charge pump with known working supplies, explained that problem was addressed in a software update, provided instructions for updating pump software, and gave education on how to prevent recurrence until update was completed, which caller understood and acknowledged.